Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo procedure the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter was displayed immediately after inflating the balloon inside the body. The troubleshooting was performed and the balloon and gas cable were replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. It was further reported that there was nothing abnormal about the preparation for the procedure. Pulmonary vein were being freezed/occluded/worked on when error occurred.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the polarx balloons. The device was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the errors observed in the field. During balloon dissection an outer balloon blood detect wire split was found. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during a cryo procedure the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter was displayed immediately after inflating the balloon inside the body. The troubleshooting was performed and the balloon and gas cable were replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. It was further reported that there was nothing abnormal about the preparation for the procedure. Pulmonary vein were being freezed/occluded/worked on when error occurred.